Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no adhesive at the joint between the bending section cover and the plastic distal end cover. The event was discovered at service / maintenance (not in a clinical setting). There were no reports of patient involvement.